Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 27-sep-2027, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 28-sep-2027, UDI#: (B)(4)., medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Patient reported that at approximately the end of may, they believe the 23rd, the patient slipped and fell and experienced a return of pain. Patient feels the stimulator since the fall has not been giving them as much relief. Patient is unsure if this is due to pain from the fall, or they are truly not getting as much relief. Patient is to be scheduled for x-ray, and rep was able to get stimulation in back and buttock during testing, and all impedances within normal limits. The issue is not yet resolved, but the rep reported they would submit any new information that becomes available. Additional information was received from the manufacturer representative (rep). It was reported that there was a lead revision. There was a return of pain. The lead revision was done to get the lead back to original position. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.